Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (sn) was pulled from the sn strain relief, damaging internal wires. The cause of the test failure is the damaged internal wires. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse events resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.